Manufacturer narrative:
Vyaire medical complaint number: (B)(4). At this time, vyaire medical is in the process of examining the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the touchscreen was frozen and will not respond. There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to duplicate the customer's reported issue during testing and evaluation. The ventilator passed 65.9 hours of extended testings without any unusual alarm or error condition. Touchscreen calibration was performed several times and the ventilator passed. The ventilator passed the initial final test and the initial alarm volume test with no abnormalities. The ventilator was also opened up and inspected, and no anomalies were found. This ventilator meet all factory specifications.